Manufacturer narrative:
Evaluation performed in-situ. Date of manufacture = 2008. Result - no fault found. The device was evaluated by a service technician together with the user. The treatment history log confirmed that the device alerted the user to the issue with balance alarms. A kink was discovered at the level of the injection line during the pre-dilution phase. A review of the device history record confirms that there were no shown indicators which could be associated to the event. The device met all specifications prior to release. In conclusion, no failure was found with the device and the issue was related to user error. A field safety notice was sent previously to all customers with the following advice on actions to be taken: fluid balance alarms should not be overridden. They should be investigated and a root cause found and fixed. By overriding the balance alarm repeatedly without solving the issue, (closed clamp, kinked line, etc.) It is possible to remove or give too much fluid to the patient. Additionally, there are clear instructions in the operating manual, as well as help screens displayed by the device, to instruct the user on trouble-shooting and clearing alarms with respect to determination of the root-cause of the issue/alarms.

Event description:
This is a case report received on march 29th 2010 by baxter (B) (4) from (B) (6). It is reported that on (B) (6) 2010, an edwards aquarius ((B) (4) (B) (4)) displayed repetitive balance alarms. According to the reporter, a (B) (6) male patient ((B) (6) (B) (6) (B) (6)) experienced a fluid loss of 2260 ml in less than 24 hours instead of 240 ml as expected (repetitive balance alarms) which led to hypovolemia. The baxter field technician stated that the machine and lines were checked with the user, and a kink at the level of the pre-dilution reinjection line was observed. It is reported that the therapy was: cvvh, blood flow: 240, post-dilution flow : 2500, pre-dilution flow 1000, weight loss 10 ml/hour. According to the reporter, there were no complications for the patient who was re-balanced and monitored by the doctor. The nurse stated that after the kink was removed, the therapy performed as expected. (B) (4).